Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration - additional information. A4 weight and weight units ¿ additional information. B5: describe event or problem - additional information. D4 catalog no: - additional information. D4 serial no: - additional information. D4 lot no: - additional information. D4 UDI: - additional information. D9 device available for evaluation ¿ additional information. E1 initial reporter first name - additional information. H2 type of follow up: - additional information. H4 device mfg date ¿ additional information. H6: additional information. H7 type of remedial action - additional information. H9 section 21 usc 360 report no - additional information. Concomitant medical products - additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed relevant tests except for serial number verification. An alarm/alert manual test was performed and passed. An internal visual inspection was performed and passed. The speaker/vibrator resistance was measured and passed. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.